Event description:
It was reported that the customer was trying to rewind the insulin pump but that the insulin pump would not do anything. The customer's blood glucose was unknown. The customer stated that she went to the reservoir and infusion set, and it would not rewind. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.